Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became unresponsive after it was paused for a shower and placed on the charger, and a replacement was arranged because proper functionality could not be determined. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included remote troubleshooting guidance and replacement logistics, with instructions to shut down the device, return it, and sync data to the mobile app prior to return. Investigation of this device revealed the device was in a functional state during the troubleshoot process.